Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device remains implanted.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical evet and is not related to the device. Deflation: deflation: observed, one opening device on the posterior side assessed as surgical damage like and observed one opening on the posterior side assessed as fold flaw opening. Additional observations: crease fold observed on the device. Wear abrasion observed inside device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device remains implanted.